Event description:
Related manufacturer reference number: 3006705815-2022-18911. It was reported that the patient's leads had migrated. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which both leads were explanted and replaced.

Manufacturer narrative:
Exact date of event is unknown. Further information requested, but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.